Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their blood glucose and sensor readings. The customer's blood glucose level was 250mg/dl, and their sensor reading was 150mg/dl. The customer states the device had gone into threshold suspend. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.